Event description:
A cusa excel hand piece ((B)(4)) failed during surgery. When the test button was pressed the amplitude only went up to 70. But when it was tested again the amplitude went to 100. The surgery began and everything was working fine. Approx 30 minutes into the case, the amplitude went completely dead. There were no error lights, but the irrigation and suction were still working. The tips were changed however, the tip exchange did not resolve the issue. When the unit was turned off and restarted the tip vibration alert symbol lit up. The unit was in contact with the pt, but there was no injury involved with this event. The surgery was completed without the use of the hand piece however, surgery was delayed for 1.5 hours.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.